Event description:
It was reported that the insulin pump had a circle and they didn't know what it was. Customer stated that the insulin pump was not working and their blood glucose readings went up. Customer has treated with pens. Customer also mentioned having no delivery alarms on the insulin. Troubleshooting was not performed as it was a past event. Customer's blood glucose reading at the time of the call was 489 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.